Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim and difficult to read. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump¿s display was blank during start-up. The pump had audible tones during startup and the audible and vibratory alarms were operational. The pump was opened and no visible damage was found on the display screen or the display flex. The display screen remained blank during testing. The screen was replaced with a test display screen and the test screen functioned properly. During evaluation, the display flex was found to be defective. The issue of the dim display was not able to be tested due to the blank screen. Unrelated to the complaint, the battery compartment was found to be cracked at opening of the battery chamber. The returned battery cap was able to fully tighten to the pump case. No loss of power was observed during testing. There was no evidence of moisture damage observed in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.